Manufacturer narrative:
H6: investigation summary: an el200 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20e18-t. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20e18-t did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample and connecting product in use at the time of the incident were not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the el200 product over the past 12 months.

Event description:
It was reported that the neutraclear needle-free connector experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: I am writing to report a malfunction. Batch 20e 18-t products often have a blocked valve and are not usable.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the neutraclear needle-free connector experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: I am writing to report a malfunction. Batch 20e 18-t products often have a blocked valve and are not usable.